Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported they received a call from the patient stating they underwent a surgery to repair this rv lead however the physician was not able to repair the lead. The patient received a new device but it is unclear how this lead was revised. Should additional information become available this file will be updated.